Event description:
Medical affairs has been unable to get in contact with pt and will be sending a letter to obtain more clinical info. Based on the info provided, this case is being reported as a meter malfunction. Meter was not keeping the correct time even after pt resets the meter. Pt mentioned that after attempting to use the meter pt took insulin. A medical professional ended up treating pt with insulin. Customer service was unable to resolve the time issue on the meter and is sending pt a new meter. There were no blood glucose readings that were provided, to suggest a serious injury.